Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Customer was treated with insulin pump. Customer reported blood glucose value of 257 mg/dl. Customer also mentioned issue related to loss of communication between pump and transmitter, and change sensor alert. The event involved product(s) mmt-1884, mmt-242a, mmt-431ag, mmt-7841zn and mmt-7040a. Troubleshooting was performed. Customer experienced hyperglycemia for more than four hours. Communication issue could was not resolved. It was unknown if customer was using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for products mmt-1884, mmt-242a, mmt-431ag, mmt-7841zn and mmt-7040a. Frn-mmt-332a-rsvr, unomed inf set, ozp-mmt-7040b-snsr, pqf-mmt-7841zn-xmtr.